Event description:
Related manufacture reference number: (B)(4). It was reported that the patient presented remotely. Review of transmission revealed that the atrial lead and right ventricular lead exhibited noise oversensing. No interventions were performed.